Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was not yet recovered from the peritonitis event. The action taken with dianeal and extraneal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.